Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore leaked. The following information was provided by the initial reporter, translated from chinese to english: child, g3p2, 32+1 weeks preterm with birth weight of 2.02 kg was admitted to the hospital on (B)(6) 2024 at 07:05 p.m. The child was admitted to the hospital and was given umbilical vein cannulation by the doctor in charge, which was a smooth process.when the nurse on duty was replacing the positive pressure infusion connector for the child, she found that there was leakage from the side of the uxi connector, and the two-person on-site authentication confirmed the quality defect, and the connector was immediately replaced without causing any harm to the child.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 4032758. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.